Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided images shows picture -1, one inserter with proximal anchor and what looks to be a broken distal tip. Picture -2 one inserter with no proximal anchor and distal tip detached from device and one inserter with proximal anchor and what looks to be a broken distal tip in surgical field. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Per case details, ¿the tip came out.¿ two undated photos of the device were provided for review and confirms the reported breakage. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopy, both of the healicoils knotless had a defect, when attempting to screw the tip of the device, it crushed, therefore, the tip came out, it did not stay on the implant. The procedure was successfully completed without a significant delay using a back up device. No other complications were reported.